Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer took corrective action by administering a correction injection via multiple daily injection (mdi). No third-party assistance was required. Technical support provided instructions for resetting the pump, which successfully resolved the malfunction without recurrence. The customer was advised to continue using the pump and to reach out if the issue reappears.